Event description:
It was reported that satisfactory parameters were not obtained with the lead. The lead was explanted. Patient¿s condition was stable. No further information is available at this time.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received notes that the lead issue was noted during testing of leads during implant procedure. Patient did not experience any adverse event due to lead issue. Capture, sensing and impedance measurements were not satisfactory. Patient was stable post-procedure.